Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Functional testing of the device was not possible due to the returned condition of the device. Additional observations not reported by site: the instrument was found to have an input disk broken. Hairline cracks were found on the pitch input shaft. Input disk #5 was found broken into pieces inside of the housing. As a result, the instrument kept failing engagement when it was placed on the in-house system. No functional tests could be performed due to the broken input disk. The root cause of broken instrument input disks is typically attribute to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument was also found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.103 - 0.127" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was opened with emergency key as it stopped responding to the robot. The procedure was completed with no reported injury.